Event description:
While coiling patient, a 3-6x10 microvention vfc coil became detached before it was manually released. While trying to deploy the vfc 6-10 mm x 10 cm coil, it was noticed that the coil detachment broke before the coil could be completely delivered into the aneurysm. The coil loops were hanging out in the parent vessel extending from the aneurysm into the right middle cerebral artery m1 segment and right internal carotid artery. This coil loop was snared initially using an amplatz gooseneck microsnare which was unsuccessful but subsequently successfully snared with an alligator retrieval device